Event description:
Have a lot of symptoms - night sweats, swollen lymph nodes, rashes, low grade fevers, major fatigue, digestive issues, chronic (productive) cough, facial swelling, increased anxiety/panic attacks. All of which have lead me to have inconclusive medical testing.